Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device procode: kwq. H3, h4, h6: device history records review was completed for part: 314.467, lot: h324328 . Manufacturing location: monument, release to warehouse date: jun 12, 2017. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. Visual inspection performed on the returned instrument shows that the device is stuck with the returned handle. No visual issues were noted on the instrument. Using some force, the instruments were able to be separated, and when inserted again no issues were noted. The screwdriver was able to insert and separate from the handle with ease. This was repeated five times and no issues were noted. The complaint condition did agree with the received condition of the device. The complaint could be replicated with the returned device during the initial test. Specifications: proximal tip ø: 3.45+/- 0.05 mm, flat portion width: 3.5 +0.05/-0 mm. Measured dimensions: ø: 3.50 mm; conforming, width: 3.52 mm; conforming. Device used: calipers ca215p. Relevant drawings were reviewed. No design or manufacturing defect or deficiency was observed during the investigation. While no definitive root cause could be determined it is possible that the device was put in a slight angle, or bioburden buildup has led to the complaint condition observed. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the stardrive screwdriver shaft t8 did not separate from the handle with quick coupling. It is unknown if there was patient or procedure involvement. This complaint involves one (1) devices.